Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced a "lot of pain and feeling symptoms of morphine deprivation". The pump interrogation indicated a motor stall. The pump was replaced on (B)(6) 2012. It was noted there was no harm/injury/death. The pump was delivering morphine and bupivacaine.

Manufacturer narrative:
Analysis of pump revealed pump motor gear train anomaly/corrosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.